Manufacturer narrative:
Correction: there was no lead issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they didn't use previous ins very much because pt felt it wasn't working. Pt clarified they did not feel like they were benefiting from the therapy. Pt stated they noticed this "sort of from the beginning". Pt stated they think this could have been psychological as pt stated there were a lot of variables that contributed. Pt reported they had a lot of gut issues. Pt stated "you could say 2014 if you like" for event date as pt could not recall event date. Pt stated they also think they didn't get a lot of support from hcp as hcp was new working with interstim system at that time. Pt stated they were not as motivated then to go after correcting their bowel issues. Pt confirmed current ins is working. Agent did not ask about the circumstances that led to the reported issue. Documented reported event. No further action was taken by patient services. The patient mentioned unrelated medical history. This included pt stated they have back pain near implant confirmed not related to medtronic device/therapy. Pt stated this is due to irritation in sacral/illiac joint (not related to medtronic device/therapy). 2021-dec-17 patltr (con) additional information was received from the patient who states the cause of the device starting to amplify in an erratic way was not known, but was most likely due to battery nearing end of life (8 years) on 11/24/21. The stimulator was changed out and the lead was left in place to resolve the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 30-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence, and gastrointestinal/ pelvic floor. It was reported that the patient (pt) stated they are planning to have ins removed on wednesday due to normal battery depletion, but stated they are planning to have the lead left implanted. Pt reported a few days ago, clarified event date as saturday, suddenly the device started to "amplify" in an "erratic sort of way" and stated it was very scary and painful. Pt stated ins battery is very low. Pt inquired if the lead is defective that caused this. Pt stated they turned therapy off when this occurred and stated they currently have therapy off. Pt confirmed no longer feeling pain since pt turned therapy off. Reviewed therapy/ins overview. Pt stated they left a message with the surgery scheduler to notify pt's hcp and manufacturer representative (rep) of this issue to see if they will need to have lead removed as well due to this. Pt stated they have not heard back from scheduler and confirmed they did not notify the rep. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# va050vf implanted: (B)(6) 2013 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they didn't use previous ins very much because pt felt it wasn't working. Pt clarified they did not feel like they were benefiting from the therapy. Pt stated they noticed this "sort of from the beginning". Pt stated they think this could have been psychological as pt stated there were a lot of variables that contributed. Pt reported they had a lot of gut issues. Pt stated "you could say 2014 if you like" for event date as pt could not recall event date. Pt stated they also think they didn't get a lot of support from hcp as hcp was new working with interstim system at that time. Pt stated they were not as motivated then to go after correcting their bowel issues. Pt confirmed current ins is working. Agent did not ask about the circumstances that led to the reported issue. Documented reported event. No further action was taken by patient services. The patient mentioned unrelated medical history. This included pt stated they have back pain near implant confirmed not related to medtronic device/therapy. Pt stated this is due to irritation in sacral/illiac joint (not related to medtronic device/therapy).